Event description:
It was reported that during a colectomy procedure, the anastomosis was incomplete. There were no patient consequences. Case completed with hand sewn. One device will be discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: does this mean that the staple line was incomplete? Yes. The device did not cut completely? Device cut completely, did not staple. Was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transaction? What color reload? Gia with covidien purse string. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) covidien purse string. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Covidien. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Heard snap in. When the device was fired, where was the indicator within the green zone/gap setting scale? Yes. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Covidien purse string. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? I met with surgeon and he feels that he may not have fired through the washer. We used non-sterile demo to recreate. Were any unexpected noises heard? None. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, very difficult to close, skeletonized and reskeletonized. Was there any difficulty removing the device from the tissue? No. Is a pathology specimen and/or report available? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Leak test. Did the operation change significantly as a result of the device issue? Yes, had to hand sew. What is the patients age and sex? Unknown. Did a hcp other than the primary surgeon fire the instrument? Surgeon. Was there a recent conversion to ees devices in this account or with this surgeon? No, but covidien eea is in the account, could attribute to some confusion. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.